Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was found to have blood leaking onto pillow by the rn. When traced back it was found that IV fluid and blood was coming from cracked stopcock where needleless luer lock device connects into. The setup was quickly changed, and within 10 minutes the same thing was witnessed to be happening, the stopcock was cracked where the luer lock connects into. This was again changed, and within 5 minutes blood and IV gtt started leaking out of the cracked stopcock. This happened a total of four times, eventually the IV tubing was connected directly to the stopcock, no further leaking or back up of blood occurred. There was a patient involvement and there was no patient harm.